Manufacturer narrative:
There was no indication of any malfunction of the device. The device was not returned.

Event description:
Allegedly, the patient underwent a laparoscopic hysterectomy to remove uterine fibroids and uterus, and several months later, upon the pathological analysis of a new pelvic mass from which a biopsy was taken, she was found with papillary serous carcinoma.